Event description:
Per the clinic, on (B)(6) 2013, silver nitrate was applied to treat granulation tissue anterior to the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.